Event description:
The lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The customer care advocate noted the issue was resolved with troubleshooting. There were no allegations of harm or injury.